Event description:
The gantry was reported to have moved by itself with a pt on the table. The movement was at normal speed. The emergency stop was not pressed and the warning messages were not heeded. The customer used the smart handle to drive the gantry back to the ap position. An injury was not reported at this site.